Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. Upon evaluation the battery charger sn (B)(4) has been completed. Upon evaluation, the battery charger was unable to charge a battery. The cause for the failure was isolated to a damaged power supple power cord. The cord insulation was damaged, exposing and damaging wires. The root cause for the damaged cord could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery charger. The last patient to use this battery charger did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery charger sn (B)(4) was unable to charger a battery. The last patient to use this battery charger did not report any deficiencies.